Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been experiencing high blood glucose of above 500 mg/dl and thought that air may be in the insulin tubing. Customer does not recall any significant events leading to the error. Troubleshooting was offered for high blood glucose but customer declined and would call back at a later time. No further information was given.